Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was crimping or bent. The following information was provided by the initial reporter: upon attempting to prime tubing was discovered that ns would not prime due to crimping/bend in tubing that was unable to be straightened out.

Manufacturer narrative:
H6:investigation summary one sample of item 2426-0500 was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. Evaluation of the received sample indicates that there is a significant kink in the tubing at the junction between the tubing and the inlet port of the check valve. An attempt was made to massage out the kink in the tubing, however, the kink remained in the tubing. A device history record review for model 2426-0500 lot number 22063027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink in the tubing was that the tubing was twisted during the assembly of the infusion set. This twisting of the infusion set happened during the assembly process of the infusion set, and may remain twisted if it is not uncoiled prior to packaging. The manufacturing staff have been made aware of the issue and a notification was issued to the assembly team.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was crimping or bent. The following information was provided by the initial reporter: upon attempting to prime tubing was discovered that ns would not prime due to crimping/bend in tubing that was unable to be straightened out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.